Event description:
A medtronic representative reported that during a cranial resection procedure, the surgeon alleged the navigation system was inaccurate. The medtronic representative reported the skull mounted reference frame was affixed to the left temporal region of the patient. The frontal skin flap was performed and after the frontal skull was exposed, the surgeon reported the navigation was inaccurate. Inspection of the skull mounted frame revealed that the frame had moved and was no longer fixated to the skull. The surgeon opted to complete the procedure without the use of the navigation system. Delay to the procedure was approximately 2 minutes. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4)-2015, a medtronic representative performed a navigation system planned maintenance (pm) check-out, all areas passed. The frame had moved and was no longer fixated to the skull.instructions for use for axiem cranial procedures states: "warning: after patient registration is complete, avoid altering the position of the tracker relative to the patient. Such movement will result in inaccurate navigation. If the tracker is moved after registration, resecure it and register the patient again before navigating."